Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked top case by tubing guides. Event log history was performed and showed that there was a "plunger not in place" alarm in history the cause of the problem was found to be an issue caused by the customer's incorrect assembly of the device. Subsequently, the plunger head timing was reset, and the plunger pcb was replaced as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user interface.

Event description:
Information was received indicating that smiths medical medfusion 3500 pump's clutch did not seat correctly. No adverse effects reported.